Event description:
Customer reported that there was a rainbow effect on the screen of the insulin pump that sometimes covers the screen and then goes away. The blood glucose reading was 156 mg/dl. She stated that it had not been dropped, bumped or exposed to moisture. Nothing further was reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.